Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During analysis of the unit, it was observed that the monitor did not generate an audio alarm. There was no patient involvement with this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Preliminary inspection of the unit reported no audible alarm. Further investigation was performed and it was observed the unit powered up normally with all the post tones and all alarm tones/ sound were generated as intended. The initial report was not confirmed through investigation.

Event description:
During analysis of the unit, it was observed that the monitor did not generate an audio alarm. There was no patient involvement with this event.